Manufacturer narrative:
The manufacturer previously reported that an allegation was made regarding a ventilator inoperative alarm that occurred during patient use. The device stopped operating and displayed the alarm on the screen. The patient or caregiver attempted to power cycle the device, but the issue persisted. The device was used in standard ventilation mode for night-time therapy. A sales representative visited the patient and replaced the device on the same day. There was no reported patient harm related to this event. Upon evaluation, the complaint was confirmed indicating a ventilator inoperative alarm showing in the error log. Burnouts were identified on the main pca and associated components (q34, q36, r174). These parts were replaced, and the device was subsequently cleaned, functionally tested, and confirmed to be operating properly.

Event description:
An allegation was made regarding a ventilator inoperative alarm that occurred during patient use. The device stopped operating and displayed the alarm on the screen. The patient or caregiver attempted to power cycle the device, but the issue persisted. The device was used in standard ventilation mode for night-time therapy. A sales representative visited the patient and replaced the device on the same day. There was no reported patient harm related to this event. No additional services or part replacements unrelated to the malfunction were performed. Evaluation of the original device is ongoing to determine root cause and any possible causal relationship to the previous similar event that occurred approximately three months earlier with the same patient.